Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported conditions of the device that had an e8 error, heated up and did not turn properly were not duplicated or confirmed. However, the reported condition of the device motor that sounded weird was confirmed. During evaluation, it was determined that the device failed safety assessment (was power broken) and was making unusual noise. It was determined that the bearings were worn out causing the unusual noise and the locking components were damaged causing the device to fail the safety assessment. It was determined that the issue with the worn out bearings was consistent with normal wear over time. It was determined that the issue with the damaged locking components was consistent with trying to run the device in the load position. It was determined that the cause of the device being power broken was failure to follow the directions for use and running the device in the safe or load position, which is classified as misuse, abuse and or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during pre-surgery setup, it was observed that the motor device displayed an e8 error code when plugged into the console device. It was also reported that the device did not turn properly, made weird sounds and was heating up. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.